Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed that the rotor closest to the front panel failed because there was a broken hinge positioner louvre. While moving the rotor there was a cracking sound which came from the tin canal inside which was damaged as a result of the broken hinge. The hinge and spring required replacement on both sides. A full imaging system check-out was completed and all tests passed. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case the imaging system crashed into the wall causing broken covers and noisy 3d scans. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed, but functionality of the imaging system was not affected.